Manufacturer narrative:
Corrections in d4: expiration date and UDI number. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: product not returned and no photos or x-rays were provided. Device evaluation unable to be completed. Root cause: root cause was unable to be determined. This event could possibly be attributed to off-axis insertion of the plates. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a roi-a cage fractured while being implanted. It remains implanted, but the plates were unable to be installed. There was a delay of 15 minutes, but there were no reported patient impacts.

Event description:
It was reported that a roi-a cage fractured while being implanted. It remains implanted, but the plates were unable to be installed. There was a delay of 15 minutes, but there were no reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.